Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a fracture around the calcar and lesser trochanter. The stem and head were revised, with no allegations against the head. Rep confirmed that aside from possibly a usage sheet, no further information will be released by the hospital or surgeon.